Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date of event is unknown; november 28, 2005 is the date the literature article was published. 510k: this report is for an unknown uss construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional product codes: mni, mnh, kwp, kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: m. Payer (2006), unstable burst fractures of the thoraco-lumbar junction: treatment by posterior bisegmental correction/fixation and staged anterior corpectomy and titanium cage implantation, acta neurochirurgica, vol. 148(3), pages 299-306 (switzerland) doi 10.1007/s00701-005-0681-5. This prospective observational study evaluates the benefits and risks of a posterior bisegmental transpedicular correction=fixation and staged anterior corpectomy and titanium cage implantation in unstable tl junction burst fractures. A total of 22 patients, were 1 lost to follow-up after transfer abroad and 1 refused follow-up controls (14 male and 6 female) with a mean age of 36 years (ranges 19-58 years) were included in the study. The pedicle screws (uss fracture system) were inserted into the vertebra above and below the fracture, and compression of the pedicle screw extension tips enabled complete kyphosis correction in all patients. Lateral fluoroscopic control. The mean duration of follow-up is 24-months period. The following complications were reported as follows: (B)(6) man has regional lordosis at the 24 month follow-up. This report is for an unknown uss construct. This is report 1 of 1 for (B)(4).